Event description:
Pt had shoulder surgeryby surgeon. Then came back to the office to have it removed by a different surgeon. They felt resistance when trying to remove catheter and ended up cutting it. Also tried to pull remaining piece out but couldn't. X-ray was taken but catheter could not be seen. Surgeon would like to know if possible how much catheter is still in pt.